Manufacturer narrative:
The device was received, and evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review was completed and did not confirm that the pump was not running or running at lower than expected output. The review showed that the pump was stopped and started many times throughout the time period; however, a long period of sustained pump operation did not occur. Several instances of the pump not running are due to user stops. Pump stops also occur during this period; however, it cannot be confirmed if the pump stops occur due to usage error or if there was a potential issue with the pump. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation inspected the device and did not observe any symptom or potential cause of the described issue during testing, including flow accuracy testing which the device passed within specification. Calibrations were within range and no fault was found on the device. With no potential cause observed, evaluation determined that no correction is necessary at this time. The reported no flow/ under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four hours after starting patient infusion of norepinephrine 100mcg/min with a spectrum iq pump, the patient experienced hypotension, reported as ¿the patient¿s blood pressure began to drop¿. The blood pressure dropped to 60/30 mmhg with an increase in flow at 1000 mcg/min. The blood pressure before the event was 100/50 mmhg with norepinephrine infusing at 14 mcg/min. The nurse noted that no drips were falling from the drip chamber even though the pump was showing on the infusion screen that it was still running. The infusion was disconnected from the patient, and a new bag, set and pump were set up and started. It was reported the patient¿s post event blood pressure was ¿normal¿ 108/50 mmhg after norepinephrine 10 mcg/min, ¿bolus¿ and the patient returned to the ¿pre-event¿ state¿. No additional information is available.